Manufacturer narrative:
The approximate age of the device was 3 years and 11 months. Manufacturer's investigation conclusions: the evaluation of the returned modular cable confirmed the reported cosmetic damage to the outer jacket of the cable as well as damage to the underlying wires; however, a specific cause for the observed damage could not be conclusively determined through this investigation. The modular cable was functionally tested in the condition it was received using a cirris tester and failed immediately after the test was initiated. The cable's internal wires were measured pin to pin and revealed one open wire. The modular cable was then operated on a mock circulatory loop for approximately 1.5 hours. No alarms or issues were observed. Upon examination of the returned modular cable, a tan/grey discoloration was observed in the polyurethane outer jacket approximately 2.5¿ through 19¿ from the inline connector. Additionally, the inline connector bend relief showed a brown discoloration while the controller connector bend relief showed a slight yellow discoloration. Further examination of the modular cable revealed an area where the polyurethane jacket had torn approximately 6.5¿ from the inline connector. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. The polyurethane material also showed a cracked surface surrounding the damaged area. Visual examination of the underlying armor layer revealed no evidence of damage. The polyurethane jacket, kevlar shielding, and bionate were carefully removed to evaluate the 6 underlying wires. Visual inspection revealed a total fracture in the orange wire approximately 16¿ from the inline connector. Areas of kinking in the wires were noted approximately 2¿, 2.5¿, 5¿-9.5¿, 12¿, 15.5¿, 16¿, and 19¿ from the inline connector. Further examination of the kinked portions of the wires under a microscope revealed additional breaches in the orange wire approximately 2¿ and 19¿ from the inline connector, as well as a breach in the yellow wire approximately 15.5¿ from the inline connector. The exposed wires represent the ground and one of the communication lines, therefore, an electrical short would not have resulted in any audible or visual alarms. The controller and inline connector pins appeared unremarkable; however, debris was noted within the threads of the inline connector locking nut. The heartmate 3 IFU contains information in regard to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. This document also states that damage to the electrical wires inside can occur even if external damage is not visible. Furthermore, this IFU provides instructions on how to replace the modular cable. The damage to the internal wires was an incidental finding during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the modular cable was exchanged due to damage to the polyurethane layer. No alarms were reported and the patient was asymptomatic.